Event description:
Inbound. Pt reported cassette issue again tonight with pump res volume 9.5 ml. Stated switched cassettes and pump infusing without alarm lot number is 4096351. No further details provided.